Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 12/14/2017 produced low readings and black chemistry observed. Test strips expired. Final root cause investigation has been completed : black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose results. The expected fasting blood glucose test result range is 180 -210 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is over two years ago (expired). The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer is concerned with lo results. He is not experiencing any signs and symptoms of hyper/ hypoglycemia and no medical attention is required. Customer states that he has not tested with the products in over a year. Customer states that the test strips and the meter were stored in a box in bedroom where there was no air conditioner.